Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found specimen tubes were wet. Possible leak in the aspiration probe. The fse realigned the aspiration probe to the vacuum port to resolve the issue. Identified failure modes: failure mode: probe wipe vacuum port not properly aligned to aspiration probe. No erroneous results were generated in connection with the reported event. Upon recur, the failure mode identified will likely cause erroneous results for any parameter due to carryover from failure to remove probe waste. Evaluation of product labeling: unicel dxh 800 coulter cellular analysis system instructions for use, (B)(4): beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was from the aspiration probe and there were drops of approximately less than 1 ml on the tops of sample tubes after analysis on the instrument. The operator was wearing personal protective equipment of gloves and lab coat. There were no reports of exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.